Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the reason for the call was that normally they could talk to their manufacturer representative (rep) over the phone about what was going on because since implant, they had been doing well with their symptoms and other days they were not doing well. They stated their rep would go over the patient's concerns and questions about their symptoms over the phone. The patient had wanted to check with their rep if their current program was "running properly," however, that rep was currently on vacation so they had been making some adjustments on their own. Another substitute rep had called and left a message with the patient that they could work on "any situation" with the patient's program at their urologist's office tomorrow, (B)(6) 2022, as they would be there. The patient was not going to be seeing their managing health care provider (hcp) until (B)(6) 2022, so they wanted to let the rep know. The role of the rep was reviewed with the patient and they were advised to work through their hcp if they wanted a rep at their appointment on the 28th. The patient then clarified their "situation" with their program: that they had been on program 1 and when they had it set at 1.3 ma or 1.4 ma, they would feel their stimulation coming down from their butt to approximately down to the back of their calf and as far as the knee. The patient stated they had had it up to 1.7/1.8 ma last night, (B)(6) 2022, and they felt the vibrations in their butt and it had started to hurt. They were currently at 1.3 ma and they could still feel a "slight vibration." The patient stated they had not been able to tell either rep about this issue but they wanted to know what to do about it and what they should be feeling. Stimulation and therapy expectations were reviewed with the patient and the patient confirmed they had not had any recent traumas or falls. As the patient was still feeling the stimulation down to the back of their calf on program 1, they changed to program 2 instead and increased stimulation to where they felt "a little more tension" in their "butt," or "near the crevice," about "two inches down from the incision," but not extending beyond that. When asked if by "tension" they meant a "pulling," the patient stated "yes. I suppose, it's not a vibration, so it is either like a pulling or a pushing" sensation." The patient adjusted to where they confirmed they had had no discomfort and they were going to monitor their symptoms now that they had made a change. The patient stated they would reach out to their hcp about having a rep present at their appointment on the 28th and would discuss their symptom concerns and programming considerations further at that appointment. They were redirected to follow up with their hcp.

Event description:
Additional information received from patient. They reported the cause was unknown. Patient has taken the step to shift to program #2 and adjust the side of the stimulator however issue has not resolved. Regarding the pain and tension/pulling/pushing, steps unknown but that patient will be seeing a manufacturer representative (rep) at their hcp office.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient. They reported that they are still having problems with not getting symptom relief. The patient said they are "still having problems trying to get to the bathroom without having to rush or wetting myself first." Patient said they are taking a diuretic called lasix and is running back and forth to the bathroom early in the daytime. Patient said at 1pm in the afternoon they are "back to normal" and they are not running every 30-45 minutes to the bathroom. But patient said they cannot get to the bathroom without having a wet pad and patient stated "the fluid is coming out already." Patient has increased their stimulation three times in the last week on the same program (patient has been on program 6 for 10-11 days). Patient stated with every adjustment made they are feeling a (comfortable) twitter in their butt but the feeling goes away (they no longer feel the twitter) and getting no change in symptoms whatsoever. Agent reviewed general use of handset and communicator. On the call, patient succes sfully connect with their ins and increased their stimulation to a comfortable level (described feeling a twitter in their butt). Reviewed the option to change programs and monitor their symptoms if symptoms do not improve. Patient will maintain stimulation level and monitor symptoms at current setting. Patient was going to schedule an appointment with their managing physician to discuss program options and further issues regarding symptom relief. Patient mentioned they may want to have the implant removed and "go back to taking pills."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they were still having the same problems with "this unit doing what it's supposed to do," and they were at the point now in the last 2-3 days where anytime they went near water or would come into their house from being out for awhile, they had to go to the bathroom. The patient stated they were going through 3 pads going on 4 pads a day now and that it was now to the point where it wasn't keeping them dry at night. The patient stated they would have to wake up to change their pad. The patient reported that they had tried increasing the stimulation up more however it didn't help and that it increased the pain to their left testicle so they turned it back down where it didn't bother them again. The patient was connected to their settings on the call and switched to a different program. The patient increased the stimulation to where they felt a tingling in their left buttock (in the bike seat region) but they increased it more and didn't feel it any longer. The patient increased even a little more and felt the uncomfortable tingling in their testicle. The patient then backed it down to where they had initially felt the tingling but they no longer felt the stimulation sensation. The patient was going to leave their setting there and monitor their symptoms. The patient was also going to reach out to their managing health care provider (hcp) office (they worked with a nurse at the office) to discuss their symptom concerns and discuss additional programming considerations.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient. They reported that they still having a terrible time and that their symptoms were still the same. They were working with a gal in the urology department at the hospital about adjusting their settings. The gal told the patient to contact medtronic for assistance in making an adjustment to their settings. The patient was able to connect to see their settings, the therapy was on and the patient was able to increase the stimulation to where they felt it comfortably in their bike-seat region and into their testicles. The patient was going to continue to monitor their symptoms and reach out to the gal to discuss what they did and to further discuss their symptoms and treatment plan.